Manufacturer narrative:
A partial lead measuring 41.6cm was returned for analysis. The reported event that helix would not extend was confirmed. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported during an implant procedure, the helix of the right ventricular lead could not be extended. The lead was re-positioned, but the helix still could not be extended. The lead was not used and a new lead was implanted successfully. There is no patient complication during the procedure.